Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the tripwire was entangled and the device was unable to use. The same issue happened to the second speedband superview super 7 device; however, this device was removed by force and it was able to use. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.